Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, the monitored no concentration was observed to be higher than the set dose. According to the hospital's report, indicated that the device had been set to deliver 2 ppm ino, and the monitored no values were fluctuating between approximately 2-4 ppm. The bedside staff performed standard troubleshooting steps; however, the no readings continued to vary, and the device was replaced. No harm to the patient or sustained changes in the patient's clinical status were reported. Ventilator mode and settings: servo-I; prvc + ps, rate 24, vt 30 ml, peep 5, ps 10, itime 0.55, fio2 0.50.

Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with approved service and test procedures. During the evaluation, the internal manifold assembly was suspected to be the cause of the issue. This condition can affect gas-delivery control and contribute to variability in the monitored nitric oxide concentration. The manifold was replaced, and the device subsequently met all manufacturer specifications for nitric oxide delivery, gas monitoring, and all other functional performance checks. Based on the results of the device evaluation and the information available, the investigation concluded that the root cause of the reported event was a malfunctioning manifold. No additional device faults or manufacturing defects were identified. A review of complaint history for this failure mode indicated that the occurrence rate remains within established control limits.